Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 145417: 106 items manufactured and released on 09 october 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 104 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: partial hip revision surgery (head and stem) in a (B)(6) year old active woman 3 years after primary total hip arthroplasty. Radiographic images provided show the presence of osteolysis and bone resorption in the greater trochanter region, prolonged along the lateral aspect of the stem. Radiolucent lines are visible in gruen zone 1. Presumably as a consequence of osteolysis, the stem got loose. The origin of the osteolysis cannot be determined with the information at hand.

Event description:
About 3 years after primary the surgeon revised the patient for a stem loosening. The surgery was completed successfully.